Manufacturer narrative:
On 19-feb-2020, after secondary review of the file, it was noted that the reported lot/serial number (B)(4) provided for the complaint does not correspond to a finished mentor device, and therefore the validity of the lot/serial number provided cannot be verified at this time. In addition, the date of implantation for the suspect medical device was noted as approximately 30 years. Multiple attempts have been made to obtain additional information; however, it has not been made available. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During visual evaluation of the sample it was noticed a leakage at the union between shell and valve. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation primary with an unknown saline breast implant and experienced postoperative left-sided deflation, confirmed by a physician. As a result, the patient underwent explantation and replacement with unspecified breast implants on (B)(6) 2019.